Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The report received states "the iol did not get stuck in the injector. It was the sponge pushing the iol in, as you can see on the photos. It got stuck in the broken cartridge, halfway through. Dr called had difficulties to remove/ implant the lens" "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that post-operatively the patient presented with edema. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c batch 083222863 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents,of any type, have been received against the rayone aspheric rao600c batch 083222863. There is insufficient evidence and information available to establish root cause in this case.

Event description:
On 6th february 2024, rayner received notification from its affiliate company in spain of an event that occurred during use of rayone aspheric rao600c. The verbatim report received states "the iol did not get stuck in the injector. It was the sponge pushing the iol in, as you can see on the photos. It got stuck in the broken cartridge, halfway through. Dr called had difficulties to remove/ implant the lens".